Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.0mmx100mmx150cm sterling catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres for 5 second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). E1 - initial reporter phone: g4 - premarket / 510(k): k141150, k162350.